Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number form the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a crack at the lip of the reservoir. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
The pump was received with a cracks on the reservoir tube lip, belt clip slot, case at display window corners and lcd window.